Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1-tip of impactor broke while impacting cup. No delay. No patient harm. 2-t handle connector does not hold reamer anymore, wear. No delay. No patient harm. Pls replace asap. Bill to (B)(6). Ship to (B)(6). Po: (B)(6). Patient consequence? : no.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.